Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. A broken piece was missing as a result of breakage, and it was reported that the piece was immediately seen and removed by the surgeon. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has been received for failure analysis evaluation; however, the analysis still pending.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the permanent cautery hook (pch) was inserted, a small piece of plastic about the size of a little fingernail, detached from the tip of the hook. These plastic ¿leaves¿ were on both sides of the hook ¿ it appeared that there was a screw or something similar that holds the layers of the leaves together. On the side that the ¿leaf¿ broke off, the screw-like piece was also missing. No complications ¿ piece was immediately seen and removed by the surgeon. Not a significant delay ¿ only long enough to put the defective cautery hook out of service and replace it with another. The procedure was completed.